Manufacturer narrative:
Device not returned. No additional information was provided by the initial reporter. A two year review of complaints database revealed no additional reports for mc33294/similar problem.

Event description:
Rotating luers very easily popped off any ambulatory patients. Caused chemo spill, blood spills, tpn spills and other medication and drug spills. Unprotected chemo exposure was reported. The actual device was not returned. The exact cause of the event and disconnect remains unknown. Although there was an unscheduled device change out there was no critical delay in therapy, no change in patients baseline clinical condition and no emergent medical treatments or interventions required.

Manufacturer narrative:
Device not returned. No additional information was provided by the initial reporter. A two year review of complaints database revealed no additional reports for mc33294/similar problem.

Event description:
Rotating luers very easily popped off any ambulatory patients. Caused chemo spill, blood spills, tpn spills and other medication and drug spills. Unprotected chemo exposure was reported.